Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with the sensor. Customer was getting a low alert and the pump was suspending even though their blood glucose level was 209 mg/dl. Sensor was showing 55 mg/dl with down arrows. Customer stated that it is at 51 mg/dl now. Differences between sensor glucose and blood glucose readings were not within an acceptable range. Customer had no bent cannulas. Troubleshooting was performed. Sensor will be replaced. Customer will monitor her readings. No further assistance needed.